Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/26/2017 with the following findings: the last basal delivery was on (B)(6) 2017. The last bolus delivery was a 3.40u ezcarb on (B)(6) 2017 at 17:34. An alarm for exceeding the max limit of insulin for a day was recorded on (B)(6) 2017 at 23:38; deliveries resumed at (B)(6) 2017 at 00:02. The black box showed a manual time change on (B)(6) 2017 from 10:51 to 11:51. The pump history shows that temp basal programs were run on (B)(6) 2017 and (B)(6) 2017. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no delivery defects found. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas, alleging a history settings (diabetes management inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of 24mmol/l with polydipsia and small ketones. This reported event does not meet the animas criteria for a serious adverse event. Customer support (cs) completed troubleshooting and there was no malfunction found with the pump. All settings were correct. The reason for replacement was insistent from the healthcare professional. This report is being made due to the history settings issue.